Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in 2 pieces. There was blood and contrast in the lumen of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft and hypotube. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The collar was damaged and the ptfe was pulled out of the collar. A mach1 guide catheter was used for functional testing as the guide catheter used in the procedure was not returned. Functional testing was performed by inserting the distal end of the guidezilla through the hub of the guide catheter. The guidezilla was able to be inserted into the guide catheter; however, due to the numerous kinks, functional testing was unable to be performed any farther. The maximum outer diameter (od) of the undamaged section of the guidezilla distal shaft met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in a severely calcified vessel. While advancing a guidezilla guide extension catheter through the y connector into the guiding catheter, strong resistance occurred possibly due to hydrophilic coating being removed. It was then noted that the shaft was separated near the collar. The device was successfully removed from the patient. The procedure was completed with ablation and stent implantation. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Patient age: over 18 years old. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in a severely calcified vessel. While advancing a guidezilla guide extension catheter through the y connector into the guiding catheter, strong resistance occurred possibly due to hydrophilic coating being removed. It was then noted that the shaft was separated near the collar. The device was successfully removed from the patient. The procedure was completed with ablation and stent implantation. No patient complications were reported and the patient's status is good.